Manufacturer narrative:
Other (code unspecified) - device dentifer was not provided after multiple attempts. Based on the information provided, it cannot be determined that the alleged infections are related to the v.a.c.® therapy system. The article noted, "at the time of study initiation (april 2015), based on the current literature, we assume an occurrence of superficial site infection occurrence rate of 20% of obese women undergoing cesarean delivery." There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 22 aug 2018, the following information was received by kci after a review of journal article, wihbey, kristina et al."prophylactic negative pressure wound therapy and wound complication after cesarean delivery in women with class ii or iii obesity" obstetrics & gynecology. 2018 aug;132(2):337-384. Doi: 10.1 1097/aog.0000000000002744: per table 3. 'Occurrence of postoperative complications' noted 12 superficial surgical site infections occurred in the negative pressure wound therapy dressing group. The patients received antibiotic treatment. No additional information is available. The unit types or serial numbers were not provided, therefore kci cannot conduct a device evaluation of the units. Kci has not been able to obtain sufficient information. No additional information is available.